Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter facility name: (B)(6) medical center. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two nephromax balloon kit used in the same patient and procedure. It was reported to boston scientific corporation that two nephromax balloon kits were used during a procedure performed on (B)(6) 2021. During the procedure, both balloons burst when inflated. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
Note: this report pertains to one of two nephromax balloon kit used in the same patient and procedure. It was reported to boston scientific corporation that two nephromax balloon kits were used during a procedure performed on (B)(6) 2021. During the procedure, both balloons burst when inflated. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical center. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was not folded which indicates that the device was subjected to positive pressure. The device was returned attached to an encore inflation unit. Functional evaluation was performed and the balloon was successfully inflated to its rated burst pressure of 20 atm without problem; there were no leaks noted on the device, thereby the reported event of balloon bursting was not confirmed. A microscopic examination identified no problems with the balloon material, markerbands, shaft or tip of the device. The returned device showed no evidence of either the alleged problem or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.